Event description:
It was reported that the system displayed a can't save images error. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.